Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they needed to make an adjustment, but they had encountered an error message. Caller stated that they see "end of service. Therapy has stopped. Replace the internal device to continue therapy". Caller asked if there's just something wrong with the ins because they know it's supposed to last longer than it has been implanted. Agent reviewed eos message and ins battery longevity expectations and the caller understood it varies based on stimulation level. Patient services redirected to the doctor to have the ins battery checked.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.